Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing 55 units while caller expected 143 units, and caller was experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer confirmed proper cartridge preparation, reloaded same cartridge with guidance from technical support, declined test bolus to update estimate, and agreed to monitor pump and follow up if necessary.